Event description:
Mattress cover is delaminating.

Manufacturer narrative:
This was the sixth complaint involving mattress cover delamination. This report is identifying mattress 3 of 3. The customer called in and said that they had mattresses that were delaminated. There were no pictures sent for this mattress so we couldn't determine where the delamination occurred. New mattresses were sent out on (B)(4) 2013. Primus is in the process of getting the mattresses back for further inspection. This problem has been assigned to CAPA v, and a f/u report will be submitted upon completion of the corrective action.